Manufacturer narrative:
Unit alarmed motor error during rewind due to moisture damaged the motor home switch. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify no delivery alarm due to motor error alarms. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 391 mg/dl at the time of incident. Troubleshooting was performed and insulin did exit. The customer also reported that the insulin pump was exposed to moisture. The customer performed self test and insulin pump did pass. The insulin pump was returned for analysis.